Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery treatment procedure the patient experienced slow flow. The target lesion was located in the mid left anterior descending artery with 99% stenosis and was 15 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and implanting a 3.50 mm x 20 mm taxus liberte stent. Some slow flow was noticed after post-dilatation which was treated with nitroglycerin. Residual stenosis was 0% and timi flow was 3. The patient was discharged 2 days later on aspirin and prasugrel.